Manufacturer narrative:
Product analysis: visual and microscopic examination of mas bone screw confirms breakage ~5 threads from the base of the bone screw head. Microscopic examination reveals secondary (post-fracture) damage to the fracture surface. Undamaged areas of fracture surface revealed convex striations through the cross-sectional area, consistent with cyclic fatigue. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior lumbar fusion due to stenosis, radicular symptoms. Post-op, on (B)(6) 2017, the screw on the left side at s1 pedicle was reported for breakage. Patient expressed pain after surgery without any trauma involved. Explant of the same has bee planned on (B)(6) 2017.

Manufacturer narrative:
X-ray review: plain x-rays were provided for l4-s1 posterior fusion interbody grafts at l4-5 and l5-s1. X-rays were 2 months post fusion procedure. So, presumably, bony fixation had not occurred. One of the s1 screws was broken. Hardware placement and size appeared appropriate. If information is provided in the future, a supplemental report will be issued.